Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, upstream occlusion alarm, which was not reproduced but confirmed through a review of the device event history log caused by a failed upstream sensor. The upstream sensor was re-calibrated to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message in the dialysis care area. It was also reported there was no patient involvement.